Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, there was smoke at the connector and the connection was sparking. Procedure was not delayed due to the reported event. They unplugged it and opened another device and used successfully. Procedure was successfully completed. No fragments were generated. There were no patient consequences reported. No other medical intervention was required.

Manufacturer narrative:
(B)(4). Batch#: t93u4d. Investigation summary: the 5dcs instrument was returned with no apparent damage. In an attempt to replicate the reported event, the instrument was tested functionally, and the continuity was present from the cautery pin to the end effector. No anomalies were found. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.